Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured. The balloon was used to predilate the lesion prior to placement of another manufacturer's stent. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid-lad coronary artery. Two inflations (to unknown atms) were performed during pre-dilatation. After the stent was deployed, the maverick2 monorail balloon was used for post-dilatation of the stent, when it ruptured at 13 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown.) The patient was asymptomatic during this event. No further intervention was required and the procedure was successfully completed. Patient status is reported as 'good'.